Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent successfully deployed at first left posterior lateral. Patient was asymptomatic / free of symptoms at 30 day and 9 month follow up. Approximately 12 months post index procedure, patient experienced colon diverticula caused by spontaneous bleeding which they recovered with 4 days of hospitalization and rest. Investigator indicated that there was no relationship with the study product, drug or procedure.

Manufacturer narrative:
Evaluation: results inherent risk of procedure (haemorrhage) fdp. (B)(4).